Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unknown alarms occurred. Customer's blood glucose level was approximately 300 mg/dl. No further information was obtained as customer declined troubleshooting with tandem technical support.